Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump was alarming and the customer allowed the pump battery to fully deplete. Tandem technical support had the customer leave the pump plugged into a power source. Reportedly, the pump successfully turned on after being plugged into a power source for 1 hour. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.